Event description:
It was reported to philips that the system was unable to power on, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system could not boot up normally. Upon troubleshooting, the fse recommended replacing the suite pc, but the customer did not accept the service. Later, the issue was resolved by replacing the suite pc and gib through a third-party service provider., after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.